Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received, a revision procedure was completed. A new device was implanted. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received, a revision procedure was completed. A new device was implanted. The device is expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.